Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal bloating, chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. In or around (B)(6) 2013, plaintiff underwent a partial hysterectomy in an effort to stop her heavy bleeding and had her essure coils removed. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that she had a partial hysterectomy to stop her heavy bleeding and had her essure coils removed. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy menstrual bleeding. Considering the positive temporal relationship and the nature of the event, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 28-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that she had a partial hysterectomy to stop her heavy bleeding and had her essure coils removed. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy menstrual bleeding. Considering the positive temporal relationship and the nature of the event, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.